Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the implantable neurostimulator turning off on its own was not exactly determined; however, it is believed that the stimulator battery level was below 20% at the start of the recharge, so it turned off before the recharge. The patient is going to keep track of battery level when she starts recharging and will see if the implantable neurostimulator turns off or stays on. The issue has been resolved at this point in time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. It was reported that pt is stating that with the last few charging sessions that ins has been turning off. Technical services (tss) reviewed reasons for ins to turn off by either patient accidently hitting button at top of controller or battery level too low to deliver stimulation. Ts confirmed with rep that he was not with patient today and that if rep meets with pt to confirm dates and look at recharge data to check for low battery level on charging dates. Rep will be following up with patient to discuss next steps. Rep doesn't have sn for rtm or controller today.